Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced elevated blood glucose (bg) levels prior to the malfunction; however, attributed the elevated bg levels to the malfunction alarm. Subsequently, apidra insulin was being used in the cartridge. The customer's bg level was 279 mg/dl, and was addressed by administering a manual injection. Reportedly, the customer used manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.